Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) underwent intervention to add new leads and an extension for an occipital nerve system. Prior to the surgery, it was reported the pt was unable to feel stimulation with the existing ipg. No impedance issues were observed, but attempts to generate stimulation utilizing a different contact array proved unsuccessful. As a result, the physician replaced the ipg during the add on procedure. Effective stimulation was captured for the pt with the new ipg.